Manufacturer narrative:
Product analysis: the everflex stent with entrust stent delivery system, (sds), was received for evaluation within its opened labeled shelf carton, within its opened labeled pouch, and loosely coiled within a zippered closure pouch. No ancillary devices nor procedural images were received for evaluation. The entrust sds was received with its deployment handle split open, pull cable attached to thumbwheel, distal end of pull cable within the catheter¿s isolation sheath, and the red safety tab and tube still attached to the inner guidewire lumen within the catheter¿s isolation sheath. The skived red safety tube exhibits kinking and twisting which may have resulted from the handle being opened and the attempt to deploy the stent manually. The skived red safety tube does not exhibit stretching or necking down to indicate resistance in removing the red safety tab and tube. The deployment handle assembly components were visually examined. The exposed inner guidewire lumen did not exhibit any compressional deformation or kinking deformation. No unusual where marks were noted to indicate improper routing of the pull cable or pinching of the pull cable between the halves of the handle, which would prevent the turning of the thumbwheel. No unusual indents in either the handle or red safety locking tab to indicate incor rect assembly of handle preventing the red safety locking tab from being removed, and turning the thumbwheel. The components of the deployment handle assembly do not exhibit any abnormality that would have prevented the removal of the red safety tab and tube assembly or turning of the thumbwheel after the removal of the red safety tab/tube assembly. Back lighting of the distal end of the sds outer sheath indicated that the stent had been deployed. The position of the distal end of the inner guidewire lumen/pusher indicates that approximately 40mm of the stent remained within the outer sheath when deployment stopped. Based on the position of the inner guidewire lumen/pusher within the outer sheath its is reasonable to believe that the stent elongated during the manual attempt to deploy the stent. No procedural cines of the deployed stent were provided to confirm this hypothesis. By lightly pinning the blue isolation sheath and lightly pulling with ease the inner guidewire lumen/proximal hub the distal end of the red safety tube was exposed. The red safety tube did not exhibit any deformation of the outer sheath being pulled into the red safety tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent system during patient treatment. No damage to the product packaging was noted prior to use. No issues were noted when removing he device from the product packaging. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was performed using a non-medtronic device. The device was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. The thumbscrew/lock-pin was removed prior to attempted deployment. Partial deployment is reported. It is reported the thumbwheel on the handle was unable to be turned during deployment. The handle was disassembled to deploy the device, but it is reported the stent was implanted with extended status. It is reported 12cm of the stent was extended to approximately 15cm. No patient injury reported.